Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator that was reported by a german specialist retailer, in which the husband of the end user stated that the end user passed away. The end user was smoking while taking a bath, and the nasal cannula tubing caught on fire. The husband stated that an autopsy was completed and that the cause of death appears to be unclear. The oxygen concentrator was inspected at the manufacturer's authorized representative in germany. The cause of the fire was an external ignition source that traveled to the unit via the oxygen tubing. Traces and burn marks from the oxygen tubing are visible on the front of the housing. The unit's firestop operated properly to extinguish the flame at the unit's firestop sleeve. The dealer reported that they provided initial training to the end user upon delivery of the oxygen concentrator. Two firestop valves and oxygen tubing were provided, and the user was instructed on their use. The device contains several warnings against smoking during use, both on the product itself and in instructions for use. The on-product warnings include a large, clear "no smoking" icon, and a clear "no open flame" icon as well. The instructions for use warn against smoking during use in several places, in several languages, including the following verbiage: "oxygen causes rapid burning. Do not smoke while your oxygen concentrator is operating, or when you are near a person utilizing oxygen therapy. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death. Do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located. If you intend to smoke, you must always turn the oxygen concentrator off, remove the cannula and leave the room where either the cannula or mask or the oxygen concentrator is located. If you are unable to leave the room, you must wait 10 minutes after you have turned off the oxygen concentrator before smoking. Oxygen makes it easier for a fire to start and spread. Do not leave the nasal cannula or mask on bed coverings or chair cushions if the oxygen concentrator is turned on but not in use. The oxygen will make the materials flammable. Turn the oxygen concentrator off when not in use to prevent oxygen enrichment. Keep the oxygen concentrator and cannula at least 2 m (6.5 feet) from hot, sparking objects or naked sources of flame. Open flames during oxygen therapy are dangerous and are likely to result in fire or death. Do not allow open flames within 2 m (6.5 feet) of the oxygen concentrator or any oxygen carrying accessories. Drive devilbiss oxygen concentrators are equipped with a fire mitigating outlet fitting that prevents propagation of fire into the unit." The manufacturer concludes, based on the information provided, that the oxygen concentrator did not malfunction, and the misuse with disregard of product warnings against smoking during use caused the adverse event.